Event description:
It was reported that during a scheduled device changeout procedure due to normal battery depletion (nbd), the physician observed an acute angle on this lead. Insulation damage was also noted. A lead repair kit was utilized. No out of range measurements were noted. No additional adverse patient effects were reported. At this time, this lead remains in service.